Manufacturer narrative:
A ge service representative performed an onsite investigation. The basic input/output system was reconfigured. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not complete boot up. There is no repot of pt injury associated with this event.